Event description:
It was reported to tyco kendall/healthcare that a customer had a problem with the scd sleeve. The customer reports "male with aortic dissection and bowel injuries, patient had bruising (ecchymosis horizontal markings)."

Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.